Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm, two months ago. Vessel morphology was reported as an aortic neck with a diameter of 32mm. It was reported that one month after implant the proximal portion of the bifurcated stent graft was found to have infolded and formed intramural thrombus. The stent graft was accurately placed below the renals and there was no endoleak at the time of implant. No intervention was done and the physician decided to administer anticoagulant medication and monitor the pt. No clinical further clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (stent graft thrombosis). Conclusions: (infolding).